Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant results of 0.09 on a pt. Sample collection: (B)(6) 2011, 14:35, sample a collection. I-stat testing: (B)(6) 2011, 14:39, sample a: 0.09 ng/ml. (B)(6) 2011, 11:50 repeat sample a: 0.00 ng/ml. No lab method testing performed. The customer stated that no cartridges will be returned for investigation. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).